Event description:
The reporter stated the surgeon inserted a micl 12.6mm implantable collamer lens in the pt's right eye. The lens was inserted into the eye upside down. The lens was removed with no pt injury. No enlarged incision and no suture used. Backup lens, same model and size lens was implanted.

Manufacturer narrative:
(B)(4). Method: a lens work order search. Results: a lens work order search was performed and no similar complaints were found within the same work order. (B)(4).